Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. Angiogram showed a bifurcation lesion "at the left main artery (lm) and the proximal and mid left anterior descending artery (lad) and distal left circumflex artery (lcx)". Treatment of the 80% stenosed, 3.5x68mm target lesion located in the severely tortuous and moderately calcified mid lad was performed. The lesion was predilated with a 2.5x15mm maverick balloon with 4 inflations at 16atms for 10 seconds, reducing the stenosis to 60%. A 2.5x12mm taxus liberte stent was then advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were raised. The procedure was successfully completed by implanting five taxus liberte stents; sizes 2.5x12mm, 3.5x12mm, 2.75x24mm, 2.5x24mm and 4.0x12mm, overlapping in unspecified locations within the lm, lad and lcx. The lesion was postdilated with a 4.0x12mm quantum maverick balloon. No patient complications were reported with the patient's current condition listed as "stable".

Event description:
It was reported that the patient's posterior capsule tore during routing cataract surgery with intraocular lens(iol) implant. The incision was enlarged to remove the implanted iol and a vitrectomy performed without complication. Another iol was successfully implanted, no patient injury.

Manufacturer narrative:
Inspection of the intraocular lens (iol) showed a distorted haptic. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
The device was not received by the manufacturer for analysis. The definitive cause of this event is unknown as is the causal relationship of the iol with the torn capsule. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.